Manufacturer narrative:
(B)(4). Product analysis : visual and optical examination of the returned ibt did not identify rupture or cut. Injecting instrument with fluid identified pin hole leakage at the second peak of the ibt balloon. The location and nature of failure is consistent with contact with bone shard during usage.

Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the inflatable bone tamp (ibt) was inflated to 160psi with a volume of 2cc when the balloon broke as evidenced by fluoroscopy imaging. The doctor deflated the ibt and removed as much contrast as possible. The procedure continued as planned and was successfully completed. According to the report, the patient does not have an allergy to contrast medium and no ibt fragments were left in the patient. No replacement product was used. Although the instrument used in surgery, no patient complications were reported.